Manufacturer narrative:
Please note hde number h230007. This event is related to a post-market clinical study ¿protect¿ and reported retrospectively. This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Event description:
According to the initial report received 03nov2025, protect study patient experienced (s)ae#1: "sternotomy related event." Event onset is 26aug2021 and event end date is 27aug2021. The event is recorded as unlikely related to the amds device and definitely related to the amds implant procedure. The pre-existing condition, debakey type a dissection, caused or contributed to the event. Treatment was provided and the event outcome is listed as resolved. The amds device was implanted on (B)(6) 2021. This event is related to a post-market clinical study ¿protect¿ and reported retrospectively.

Manufacturer narrative:
Please note hde number h230007. This event is related to a post-market clinical study ¿protect¿ and reported retrospectively. A sample evaluation was not performed as the device remains implanted. The manufacturing records for amds-40-40, lot number c2459120b (finished goods) and lot c2458938a (subassembly) were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were found to be related to the complaint. The available information was reviewed. A complaint was reported associated with a patient residing in canada and a participant of the protect registry study. Patient is a 64-year-old female who had an amds-40-40 (lot #:c2459120b) implanted on (B)(6) 2021. Adverse event # 1 reports a sternotomy related event described as ¿bleeding¿ with an onset date of 26aug2021 (peri-operatively) and an end date (B)(6) 2021.additional details states ¿the patient had issues with bleeding and coagulopathy immediately postoperatively. The patient was left with the chest open on esmarch dressings. Over the past 24 hours, the bleeding has settled down and patient was hemodynamically stable.¿ the event was deemed ¿unlikely¿ related to the amds device and ¿definitely¿ related to the implant procedure. Debakey type a dissection was listed as the pre-existing condition or acute disease that may have caused or contributed to the event. The event led to a serious adverse due to ¿surgical intervention to prevent permanent impairment of a body structure or function¿. Surgical treatment was provided in the form of ¿transfusion protocol and the construction of a modified cabrol patch around the aortic root with a graft to drain to the right atrium¿ and the event was documented as resolved. The patient did not exit the study because of this event. While CT images were provided, the complaint description could not be verified, because ¿no CT data is available for (B)(6) 2021.¿ no additional information is forthcoming. Upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported events. Of note ¿hemorrhage/bleeding¿ is listed in the clinical evaluation report (cer) as a potential adverse event. There were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history records confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. Based on the available information, a definitive root cause for this event cannot be determined. The manufacturing records were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications this event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion ¿ formerly cryolife/jotec and the IFU adequately communicates risk. Artivion will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.